Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a suture break occurred with the first proglide device. A second proglide device was used and no blood flow was found coming from the marker lumen and the device was kink at the junction between the proximal and distal guide. The sutures of two new proglide devices were successfully pre-placed. No femoral angiogram was taken. The sheath was upsized to a 20f and the evar procedure was completed. The pre-placed sutures of the proglide devices along with the sutures of an additional proglide device were used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported no blood flow from the marker lumen was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.